Event description:
Additional information reported the intervention also included condom catheterization. The device had been turned off but it was noted to be turned back on. Additional information reported the patient had a loss of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03n5q, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and high impedances.

Event description:
It was reported that the patient had increase leakage. The patient impedances show that ¿c¿ combination was greater than 4,000. Patient had a history of brain tumor and metastasis. This event was considered ongoing. Diagnostic methods were noted as self-reported. Reprogramming was performed. Programmed around "c,0" combination on (B)(6) 2013 and (B)(6) 2014. Etiology was programming/stimulation due to programming, which was the final programming on (B)(6) 2014. It was noted possibly related to device or therapy. Unlikely related to implant procedure. Patient signs and symptoms reported were leakage increased after some improvement with stimulator. Patient feels urge to urinate but cannot hold it. It was noted severity of symptoms was mild. It was later reported that diagnostic type was impedance measurements and diagnostic resulted in ¿c,0¿ impedances greater than 4,000 on (B)(6) 2013 and (B)(6) 2014. It was reported that the increase leakage was self-reported on (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
(B)(4) no longer apply due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the symptoms were still ongoing as of (B)(6) 2014. Indications for use included urinary dysfunction and gastrointestional/pelvic floor.

Manufacturer narrative:
(B)(4).